Event description:
Procedure: spine revision: l3 to l5 plif (non-depuy revision). While locking the rod with locking nut, the threads of pedicle screw stripped. Surgeon had to unlock the rod, unlock the construct and remove the pedicle screw and replace with a new one. Same like product was used to complete the case. No adverse event to patient. This resulted in a 25-minute delay in procedure. However, there was an additional 10-minute delay due to a separate issue involving an expedium screwdriver (to be logged as a separate case com (B)(4)). Total procedural delay: 35 minutes.

Manufacturer narrative:
Visual examination of the returned screw was found to be in good condition with the exception of the threads in the tulip head. The top threads on either side were damaged. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the tulip head thread damage cannot be determined from the samples and the information provided. An accurate conclusion of the possible root cause cannot be reached as a result of this assessment and the provided information. As no issues were identified in the manufacturing or release of this screw. No report of any adverse consequences and no systemic trend observed. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by MFR on initial (B)(4) is incorrect and should be (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.